Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user's login required witness. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user's login required witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users login required witness. The technical support specialist (tss) confirmed that the user role was set to witness biometric identifier failure. The field service engineer reseated the universal serial bus (usb) connection, biometric identifier was re-detected, and the device was rebooted. The pharmacy technician successfully logged into the application, and biometric identifier was functioning properly. Preventive maintenance was performed, and a hardware test application test was run successfully. No issues were observed, and the case was closed. The system functioned as intended after the field service engineer repaired the device.